Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise which was oversensed resulting in pacing inhibition. A lead revision procedure was performed where damage to the lead body was noted. This lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.